Event description:
The customer reported that the unit was overheating. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Unit has not yet been returned to manufacturer for evaluation. Follow-up will be filed as necessary based upon investigation results.